Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). See manufacture report number 2032227-2016-48770 for the insulin pump.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery when administering a bolus. By the third bolus attempt the device alarmed motor error. Customer checked blood glucose and it was 582 mg/dl. Troubleshooting was performed for the no delivery alarm and the motor error. Customer stated the no delivery was resolved by replacing both the reservoir and infusion set. Customer is returning the reservoir for analysis.